Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd) transfer set and an ultra set disposable disconnect y-set. The event was further described as ¿y-set would not fully close and popped right off of the transfer set¿. This occurred during use of the devices for pd therapy. There was no visible damage on the transfer set; however, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.